Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu2460 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "the purple lumen on two different dual lumen piccs of the same lot# is leaking when flushed. As a result, the piccs are not usable and resulted in a patient needing their PICC replaced. Issue was noticed immediately after insertion. Clinician needed to remove 2 different dual lumen piccs from a patient immediately after insertion due to the purple hub leaking. The clinician then needed to place a triple lumen PICC instead in order to gain access." This report addresses the second PICC.